Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during a transurethral ureteral stenting procedure, a polaris ultra ureteral stent was to be used. After unpacking, it was found that the dj catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported.